Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The insulin pump was received missing o-ring, serial number label fading, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the plastic ring around reservoir compartment was falling off. The customer's blood glucose was unknown. The customer agreed to return pump for analysis.